Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that after the first surgery the implant started to come out of their body. Patient said is a mechanic and is always moving around and on the floor. Patient said that they had second surgery around on (B)(6) 2024. Patient said that the second surgery resolved the issue. Documented reported event. No further action was taken by patient services.